Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2009 after the use of the product.

Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with mdrs # 1225714-2013-01753, 1225714-2013-01754.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are 1225714-2013-01753 and 1225714-2013-01754. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received noted that the pt expired three days after the event, which is alleged to have been caused by the product administered during dialysis treatment.